Event description:
It was reported that during a ptca procedure involving a 90% stenotic lesion in the left circumflex artery, the quantum balloon ruptured at 12 atm's during the first inflation. The size of the introducer sheath used is unknown. An inflation device was used, but the type is unknown. The guidewire used was made by another company. The procedure did not involved an in-stent restenosis and the lesion was not calcified. No resistance was met with insertion or removal of the balloon. The patient was asymptomatic at the time of the reported rupture. The balloon was removed without difficulty and exchanged with another quantum monorail. The procedure was successfully completed without harm to the patient. Patient status was reported as "good". No other information is available at this time.